Event description:
Procedure: segmental resection/right upper lobe. According to the reporter: on the second firing, when handle was squeezed 1.5 times, the instrument made a strange noise. After firing completely, the instrument was removed from tissue. Then, staples on distal end of staple line were found unformed. Unformed staples were removed from the pt cavity. Additional tissue was resected with another device. Pt status was reported as ok.